Event description:
It was reported that the shaft of the fenestrated bipolar forceps instrument was scratched. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the distal end of the main tube to have various deep scratch marks that have removed material from the tube. The majority of scratches are concentrated on one side of the tube, however, there is deep scratch/gouge oriented 90 degrees from the main damaged area. Scratch marks are not aligned with longitudinal tube axis, suggesting they were caused by multiple instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instrument or other unintended consequences, such as disconnection of the instrument tip.